Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. A water filled reservoir was used during testing and several bolus deliveries were programmed and delivered. The liquid exited the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. There were no insulin flow blocked alarms during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they had been experiencing insulin flow blocked alarms all day. Their blood glucose was over 300 mg/dl at the time of the incident. Troubleshooting was performed and insulin exited with fill tubing. However, the insulin flow blocked alarm kept recurring after they assembled a new reservoir and infusion set. The insulin pump will be returned for analysis.